Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the inability to inflate the device and the pump stayed flat when pressed. The ipp pump was explanted and replaced with a new ipp pump. There was no fluid loss from the reservoir.